Event description:
It was reported a patient presented with syncope due to right ventricular (rv) lead signal artifact. Programming changes were made to restore normal parameters. The patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.